Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's ins was tilted in the pocket and the patient was unable to charge the ins for very long. Factors that may have contributed to this were unknown at the time of the report. On april 24, 2019, the rep tried interrogating the ins with the clinician programmer without success. They also were unable to get the recharger to connect to the ins. It was noted the patient wants a new system, but it was not clear if the surgical intervention has been planned or scheduled. No further complications were reported or anticipated.